Event description:
Customer reported to beckman coulter, inc. (Bec) that diluted blood was overflowing from the red blood cell (rbc) and white blood cell (wbc) baths of the coulter ac t diff 2 analyzer on start- up and on sample run. Customer reported that the volume of the spill was approximately 5 ml. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec customer technical support (cts) instructed the customer to replace the waste filter. Customer indicated the baths overflow issue was resolved after replacement of the waste filter.

Manufacturer narrative:
(B)(4).